Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the incorrect neck was originally implanted. Per the patient (B)(6), she dislocated before she went to recovery so they opened her back up and traded products.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.